Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown, with osteoarthritis (kellgren-lawrence grade 4 and no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated first course with intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in left knee. The lot number for synvisc was not provided. On (B)(6) 1999, the patient received the third injection of first course in left knee. On (B)(6) 1999, the patient experienced synovitis in left knee. On an unspecified date in 1999, 52 cc of slight turbid fluid was aspirated from left knee. On an unspecified date in 1999, the patient received treatment with celestone (betamethasone) at a dose of 2 cc (frequency not provided) and xylocaine (lidocaine) at a dose of 1 cc for synovitis and left knee effusion. On (B)(6) 1999, the patient recovered from the event of synovitis of left knee. The outcome for the event of left knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for both the events was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and did not provide the relationship between synvisc and left knee effusion. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/15/2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.